Event description:
This is filed to report a lock line jam. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 2-3. During deployment of the mitraclip ntw while removing the lock line, the lock line became stuck. Troubleshooting was performed but the line could still not be removed. Subsequently, the leaflets were un-grasped and the clip was removed. A replacement mitraclip was used to complete the procedure. There were no reported patient effects. A delay occurred that resulted in no patient sequalae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the mechanical jam associated with inability to remove the lock line could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.